Event description:
Initial calcium result of 11.6 mg/dl was repeated and recovered 8.9 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative ran a precision check, which did not recover within stated ranges. He replaced degasser pump, waste pump and sample probes. Ran another precision check test along with quality control materials, all checks recovered within stated ranges.